Manufacturer narrative:
(B)(4). The field report of box/documentation and lead serial number mismatch was confirmed. As received, an opened box with documentation was returned without the lead. A customer photo confirmed the serial number mismatch between the box/documentation and the lead. (B)(4).

Event description:
It was reported that during a lead implant procedure, the physician noted that serial number printed on the lead's body was not matching the serial number on the box or on the stickers. The lead remains implanted, and the packaging box was returned for further analysis.